Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a safety needle. The customer states that the activation of the needle is difficult. They will push the safety shield up all of the way until it will not move forward anymore. They believe that the safety is activated; however, it will come back down. There has been no report of a needle stick.

Manufacturer narrative:
The device history record for lot 505660x was reviewed. This lot was manufactured and packaged on (B)(6) 2015. The DHR review indicated that the product was released accomplishing all quality standards. There were no samples received for evaluation. A sample analysis will be conducted if a sample is received. Since the reported condition could not be confirmed, a root cause analysis could not be conducted. Possible root causes can be due to damage to the shield or lock insert locking features, excessive adhesive in the lock insert tangs, mal-form of the shield locking feature during the molding. The following control mechanisms are in place to prevent the occurrence and acceptance of safety shield failure, syringe molding, assembly and packaging processes: the resin, lock insert and adhesive must pass an inspection and certification review before they are released to the floor for production. Procedures and work instructions exist for the proper handling and verification of components and the operation of the syringe assembly machine. Personnel are trained and certified in the operation of the molding, assembly and packaging equipment, product evaluation and documentation requirements. The manufacturer of the molded barrel and shield is conducted within a validated process. Visual inspections are periodically performed and the critical dimensions of the molded components are gauged to ensure molded components meet dimensional specifications. The machine the syringe is assembled on is equipped with a vision system which inspects for adhesive presence to ensure sufficient adhesive is dispensed to retain the cannula and lock insert without overspill or excessive adhesive dispense. The safety shield is exercised during installation to ensure proper movement.

Event description:
Functional testing is conducted throughout the production run to ensure specification requirements for shield activation force, shield detach force and shield compression force have been met. Inspectors routinely examine product to ensure it meets acceptable quality levels. A lot cannot be released unless it passes visual and physical testing requirements. The plastic shield on the safety syringe is designed to slide forward to cover the needle to prevent needle sticks after use. Per the instructions for use,: immediately following the injection or aspiration procedure, lock the safety needle shield. Push the safety shield forward in a single-handed manner to cover the needle and lock the shield. Keep your thumb or finger behind the needle at all times. The magellan safety syringe is locked once the needle tip has been completely covered and shield is in the fully extended position. Verify locked position through audible, tactile, and/or visual feedback. Once safety shield is locked, immediately discard the magellan safety syringe into the nearest sharps container following applicable regulations. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.